Manufacturer narrative:
No product was returned for eval, and review of the device history record was not possible, since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that following a left heart catheterization (lhc) and percutaneous transluminal coronary intervention (ptci), the pt's right groin was sealed with a 6f angio-seal. The pt was discharged the next day. Thirteen days later, the pt came to the physician office with a pulsatile bleed in the right groin. The pt stated that he picked off a small scab from the puncture site and the groin started bleeding. The physician held pressure to the right groin for 40 minutes and gained hemostasis. During manual compression, the physician could see some of the collagen down in the tissue tract and then a pressure dressing was fashioned. The pt was admitted to another hospital for observation. One day after being admitted, the pt's puncture site looked soft with some bruising, with a small lump. The wound was closed over. The pt has recovered fine and was discharged from the hospital. The sjm sales rep suggested the antibiotics be given as a precaution. No additional info is available.